Manufacturer narrative:
(B)(4). Batch number : r58a6x. Investigation summary : the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information requested and received: did the same incident occur with all devices in the sales unit or was this an individually impacted product? Individually impacted product if more than one product was impacted can you please provide event information for the other devices? Only one device

Event description:
It was reported that during the use of the product after the first shot of the stapler, it was no longer possible to insert the new refill for a second shot. No patient consequence reported.